Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a blank display. It was also found the customer's insulin pump did not record any data. It was also reported the customer inserted a new battery, but the insulin pump stated their battery was low. The customer could not recall any significant events leading to the blank display. Customer's blood glucose was 23 mmol/l during the blank display. The customer's blood glucose was 15 mmol/l at the time of the call. Customer has been using manual injections to treat their blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads. The insulin pump was received without belt clip unable to confirm belt clip anomaly.